Event description:
A customer reporter a false high troponin I heparin plasma result on the pt sample. Repeat testing on the vitros analyzer yeilded similar results. Further testing of the same sample using two alternate methods gave a negative result and a result of 0.02 mg/ml. Elevated results of the magnitude initially obtained might initiate unnecessary clot lysis therapy or cardiac catherization. There was no report of pt harm, as the physician questioned the result.